Event description:
It was reported that pump experienced repeated malfunction alarms with a specific malfunction code, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy. Tandem technical support arranged shipment of replacement pump with updated software.